Manufacturer narrative:
Concomitant products: product ID 8578, lot # n185607007, implanted: (B)(6) 2009, product type accessory; product ID 8709, lot # j11017r33, implanted: (B)(6) 2002, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported three days ago, the patient started hearing beeps coming from his pump. It was noted it took him awhile to determine where the noise was coming from him and not somewhere else in the house. It was also reported the patient heard two different noises, ¿sometimes beep beep, beep beep¿ and the other one was like the siren, ¿always two sounds that repeats three times.¿ it was also reported the patient was not having any symptoms. The pump was being used to deliver fentanyl, dilaudid, and ¿some other stuff.¿ additional information received reported the patient had numerous motor stalls that began (B)(6) 2014 with the last stall occurring two days ago and no recover to date. Additional information received reported it sounded like the patient had not noticed any change since the motor stalled and had decided to have it explanted without replacing it. It was further reported the pump failed and was ¿still inside my body.¿ the patient believed they had an appointment on (B)(6) 2014 and was still having concerns with their device or therapy. Additional information received reported on (B)(6) 2014, the pump was filled with saline and put on minimum rate. It was noted the patient had stalls dating back to (B)(6) 2014 all of which recovered except for one. The patient was to be seen again on (B)(6) 2014 by the manufacturer representative and they would call in the report on the patient¿s status. The physician would decide at that visit if they were going to replace the pump. The pump was being used to deliver dilaudid, fentanyl, bupivacaine, and clonidine. Additional information received reported the pump was having repeated motor stalls, but the alarm was silenced and the alarm intervals were extended on (B)(6) 2014 knowing that it could start alarming again. The pump was filled with preservative free normal saline as well and the patient would come back on (B)(6) 2014 to say whether he wanted the pump explanted or replaced. It was noted when the patient goes for the surgery, they will do a dye study to determine if the catheter was even delivering anything because the patient did not have any serious withdrawal symptoms when the pump had drug and was programmed to minimum rate mode. It was further reported once the pump was explanted, they would return for testing. Additional information received via the session data report indicated a motor stall occurred on (B)(6) 2014 at 15:36 and recovered on the same day at 20:25. A motor stall occurred again on (B)(6) 2014 at 14:53 and recovered (B)(6) 2014 at 02:08. It was also reported a motor stall occurred on (B)(6) 2014 at 23:12 and stopped pump period may exceed tube set on (B)(6) 2014 with a recovery on (B)(6) 2014 at 23:09. Again a motor stall occurred (B)(6) 2014 at 16:35 and recovered (B)(6) 2014 at 23:20. It was further reported on (B)(6) 2014 a motor stall occurred at 03:32 and stopped pump period may exceed tube set on (B)(6) 2014 with a recovery on (B)(6) 2014 at 09:27. The final motor stall occurred (B)(6) 2014 at 01:06 with no recovery noted. A follow-up report will be sent if additional information becomes available.

Event description:
It was later reported that the patient wanted the pump explanted. The off state code was requested.